Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. The device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box showed an unexpected voltage drop leading to a call service 177/128 warning alarm. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. All currents read within specifications. No overheating or alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The temperature complaint was unable to be duplicated.